Manufacturer narrative:
The pump was received with a cracked battery tube threads, a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to verify pump error 23, 63, 53, 68, 49, 43 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. The pump was cut open to perform visual inspection and moisture damage was found on the electronic assemblies. Moisture damage was also found on the battery tube. No moisture damage found on the motor and vibrator assembly noted. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 1 was cleaned and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. In conclusion, the pump had a blank display due to moisture damage on the electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple error alarm. Customer stated they were able to clear the alarm and were able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump returned for analysis.